Manufacturer narrative:
B1 - product problem was incorrectly selected in the initial MDR.

Event description:
It was reported that the patient presented with a pocket infection. The entire system was explanted and replaced. The patient was in recovering condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.